Event description:
It was reported that a merlin.net transmission showed non- sustained right ventricular oversensing due to far p wave oversensing. The device was reprogrammed. The patient was in stable condition.

Event description:
New information received states that a remote transmission showed reoccurring episodes for no-sustained right ventricular oversensing due to far p-wave oversensing. No programming changes were made, patient will continued to be monitored. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.